Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included motion sickness, nausea, vomiting, varicose vein operation, appendectomy, uterine dilation and curettage and cesarean section. Concurrent conditions included hypertension, psoriasis, osteoarthritis, back pain since (B)(6) 2015, neck pain since (B)(6) 2015, rhinitis since (B)(6) 2015, uterine bleeding since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, adenomyosis since (B)(6) 2016 and paratubal cyst since (B)(6) 2016. Concomitant products included clobetasol for psoriasis as well as betamethasone dipropionate (diprosone) from (B)(6) 2016 to (B)(6) 2016, cetirizine hydrochloride (zyrtec), curcuma longa rhizome (turmeric) since 2016, hydrochlorothiazide (hydrodiuril) from (B)(6) 2015 to (B)(6) 2016, hydroxychloroquine phosphate (plaquenil) since 2016 to february 2018, ibuprofen (motrin) and meloxicam (mobic) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("rash/lower left leg rash") and morphoea ("autoimmune disorder type of disorder: scleroderma morphea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and arthralgia outcome was unknown, the rash, migraine and abdominal pain lower had resolved, the morphoea was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, headache, migraine, morphoea, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower, allergy to metals, migraine. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and mr were received - reporters updated. Patient demographic added. Essure lot number provided. The following events were provided: scleroderma morphea, migraines, nickel allergy, lower abdomen pain. Event outcome of rash updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure done in 2009 and had an ablation". The patient's medical history included motion sickness, nausea, vomiting, varicose vein operation, appendectomy, uterine dilation and curettage and cesarean section. Concurrent conditions included uterine bleeding since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, adenomyosis since (B)(6) 2016, paratubal cyst since (B)(6) 2016, back pain since (B)(6) 2015, neck pain since (B)(6) 2015, rhinitis since (B)(6) 2015, hypertension, psoriasis and osteoarthritis. Concomitant products included clobetasol for psoriasis as well as anti allergic agents, betamethasone from (B)(6) 2016 to (B)(6) 2016, curcuma longa since 2016, hydrochlorothiazide (hydrodiuril) from (B)(6) 2015 to (B)(6) 2016, hydroxychloroquine since 2016 to (B)(6) 2018 and meloxicam (mobic) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("rash/lower left leg rash") and morphoea ("autoimmune disorder type of disorder: scleroderma morphea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain"), arthralgia ("hip pain/knee pain/joint pain"), abdominal pain ("significant abdominal pain / stomach issue"), contusion ("my right side was bruised up the size of a football "), abdominal wall haematoma ("rectus muscle hematoma"), autoimmune disorder (seriousness criterion medically significant), rheumatic disorder ("rheumatic"), osteoarthritis ("osteoarthritis") and multiple sclerosis ("ms"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain, contusion and abdominal wall haematoma outcome was unknown, the rash, migraine, abdominal pain lower and multiple sclerosis had resolved, the morphoea, arthralgia, autoimmune disorder, rheumatic disorder and osteoarthritis was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal wall haematoma, allergy to metals, arthralgia, autoimmune disorder, contusion, headache, migraine, morphoea, multiple sclerosis, osteoarthritis, pelvic pain, rash and rheumatic disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower, allergy to metals, migraine. Concerning the injuries reported in this case, the following ones were described in social media - autoimmune disorder, medical device monitoring error, stomach disorder, rheumatism, osteoarthritis, ms, hip pain,knee pain,joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: pfs received- new event autoimmune disorder, medical device monitoring error, stomach disorder, rheumatism, osteoarthritis, ms were added. Lawyer was added, aka name was added. On 13-nov-2019: pfs received. No new information added. Fu 5 and 6 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included motion sickness, nausea, vomiting, varicose vein operation, appendectomy, uterine dilation and curettage and cesarean section. Concurrent conditions included hypertension, psoriasis, osteoarthritis, back pain since (B)(6) 2015, neck pain since (B)(6) 2015, rhinitis since (B)(6) 2015, uterine bleeding since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, adenomyosis since (B)(6) 2016 and paratubal cyst since (B)(6) 2016. Concomitant products included clobetasol for psoriasis as well as betamethasone dipropionate (diprosone) from (B)(6) 2016 to (B)(6) 2016, cetirizine hydrochloride (zyrtec), curcuma longa rhizome (turmeric) since 2016, hydrochlorothiazide (hydrodiuril) from 20-jan-2015 to 9-jun-2016, hydroxychloroquine phosphate (plaquenil) since 2016 to (B)(6) 2018, ibuprofen (motrin) and meloxicam (mobic) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("rash/lower left leg rash") and morphoea ("autoimmune disorder type of disorder: scleroderma morphea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain") and arthralgia ("hip pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache and arthralgia outcome was unknown, the rash, migraine and abdominal pain lower had resolved, the morphoea was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, arthralgia, headache, migraine, morphoea, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower, allergy to metals, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 653902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included motion sickness, nausea, vomiting, varicose vein operation, appendectomy, uterine dilation and curettage and cesarean section. Concurrent conditions included hypertension, psoriasis, osteoarthritis, back pain since (B)(6) 2015, neck pain since (B)(6) 2015, rhinitis since (B)(6) 2015, uterine bleeding since (B)(6) 2016, vaginal bleeding since (B)(6) 2016, endometriosis of uterus since (B)(6) 2016, adenomyosis since (B)(6) 2016 and paratubal cyst since (B)(6) 2016. Concomitant products included clobetasol for psoriasis as well as betamethasone dipropionate (diprosone) from (B)(6) 2016, cetirizine hydrochloride (zyrtec), curcuma longa rhizome (turmeric) since 2016, hydrochlorothiazide (hydrodiuril) from (B)(6) 2015 to (B)(6) 2016, hydroxychloroquine phosphate (plaquenil) since 2016 to (B)(6) 2018, ibuprofen (motrin) and meloxicam (mobic) since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2016, the patient experienced rash ("rash/lower left leg rash") and morphoea ("autoimmune disorder type of disorder: scleroderma morphea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), migraine ("migraines"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdomen pain"), arthralgia ("hip pain"), abdominal pain ("significant abdominal pain"), contusion ("my right side was bruised up the size of a football ") and abdominal wall haematoma ("rectus muscle hematoma"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, arthralgia, abdominal pain, contusion and abdominal wall haematoma outcome was unknown, the rash, migraine and abdominal pain lower had resolved, the morphoea was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal wall haematoma, allergy to metals, arthralgia, contusion, headache, migraine, morphoea, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, abdominal pain lower, allergy to metals, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Added event abdominal pain, my right side was bruised up, rectus muscle hematoma. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash") and headache ("headache"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, rash and headache outcome was unknown. The reporter considered headache, pelvic pain and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.